Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for guidewire fracture, stretched and failure to insert guidewire issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606150j implantable port allegedly experienced difficult to insert, stretched and fracture. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.